Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400 dialyzer, some blood drops were observed "at the bottom level - right before the insertion point to the venous line". The treatment was stopped and the patient was restituted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.